Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that when the patient¿s implant was turned on, the patient was paralyzed from the waist down and in a wheelchair, and had to be straight 'cathed' and wore a depends because they also lost control of their bowel and bladder. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient is having trouble walking properly following a fall. The rep was told that the patient's device was off, but the patient was requested to have the device to be turned back on. The patient turned their device back on. It is unknown if the issue was resolved at the time of the report. The patient is having trouble walking in and out of the hospital. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient turned off the device after they fell. The patient was instructed by their healthcare provider to turn the ins back on but has not done so yet. No symptoms or complications were reported.